Event description:
Olympus was informed that during an therapeutic laparoscopy procedure, the device tip bent within a couple of minutes of use. The device was replaced with another similar device. The intended procedure was completed. There was no pt injury reported. Olympus followed up with the user facility to obtain additional info regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The device was attached to the usg-400/esg-400 and a probe check was performed. The device passed the probe check and no anomalies were found as both switches were normal. A visual inspection found the teflon pad was detached from the grasping section and metal were exposed. It was also noted that the grasping section of the device was found charred. The proximal end of the device was inspected under a microscope and found no visual indication of damage can result from continuous activation of the output without tissue between the probe and the grasping section.